Event description:
Customer states that when the iv3000 dressing gets wet it loosens and sometimes falls off. Customer uses the iv3000 dressing to cover her infusion set. When the iv3000 dressing comes off it sometimes leaves glue on the infusion set and skin, and the glue is hard to remove. Sometimes the infusion set comes off completely. Outcomes attributed to adverse event: dressing and infusion set dislodged.

Manufacturer narrative:
Received lot info and customer samples on (B)(6) 2007. Investigation results will be submitted in a supplemental report.